Manufacturer narrative:
Investigation visual inspection no significant deformations or damage of the valves were detected during the visual inspection. Permeability test a permeability test has shown that the valve has a blockage. Adjustment test this is a fixed pressure valve; an adjustment test is not applicable. Braking force and brake function test this is a fixed pressure valve, a baking force and brake function test is not applicable. Results first, we performed a visual inspection of the shunt assistant valve. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability of the valve. The valve was shown to have a blockage. Finally, we have dismantled the valves. Inside the valve, we have found slight build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the shunt assistant valve at the time of our investigation. This is likely due to the deposits observed inside the valve. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Patient height and gender are unknown. Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
The valve of the shunt system was reportedly blocked. As a result, it was explanted (B)(6) 2019. The shunt system was reportedly implanted on (B)(6) 2015 into this now (B)(6) year old patient. As a result of valve blockage, it was explanted (B)(6) 2019. No other details are provided. No associated patient complications are reported.